Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5, and e4. Evaluation results: the device was returned to zoll medical corporation; the customer's report was duplicated and the digital board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.